Event description:
Nurses in our hospital report that multiples times the integra syringes with needle retractable by becton dickinson cause huge hematomas on patients - more than expected. One nurse told me that she had one patient hematoma on the last 30 years. With this needle she got another 2. Needles seem to make a noise on entering tissue - that's when they cause hematomas. One needle went flying across room instead of retracting. Also sometimes they leak during injection.